Manufacturer narrative:
Information supplied section f was completed by the manufacturer based on information obtained from the user facility. This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported to boston scientific (bsc) on december 06, 2006 that a patient (age and gender unk) underwent a treatment procedure. The radial jaw 3 biopsy forceps was utilized within the colon. When the physician withdrew the device, a small piece of the radial jaw broke off inside the patient. The physician was able to retrieve (method unk) the piece. Bsc is not aware of any adverse effect to the patient.